Event description:
One patient sample with initial troponin t result 0.106 ug/l. Same sample repeated gave result of <0.01 ug/l. If additional information is received, appropriate notification will be provided.